Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 570 mg/dl. The customer was admitted to the hospital on (B)(6) 2016. Customer cause of hospitalization was diabetic ketoacidosis. Customer is still in the hospital. Customer was wearing the pump but it was removed when she arrived at the hospital. Customer blood glucose kept going up when she was placed back on pump. Customer was able to perform the high pressure test and passed. The customer was explained the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to follow up with healthcare provider concerning high blood glucose. Customer was advised that we are sending replacement quick sets.